Event description:
Pt has been having issues with the one touch profile meter. Pt was unable to get into the set-up mode. The meter would show all the segments; however, would not start blinking while holding down the m button. Customer service was unable to resolve the issue and upgraded pt to a one touch ultra meter.